Event description:
It was reported that the lead was explaned due to elevated pacing thresholds.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the catheter was returned with blood visible on the side arm and in the balloon. There was contrast visible inside the balloon. There was a longitudinal rupture at the proximal shoulder for a length of 28.0mm. There were visible scratch marks on the balloon at the proximal end of the rupture. There was no other damage noted from the catheter. The catheter was not returned in the new bio-hazard box and not coiled. Quality engineering reviewed the incident information and the analysis of the returned device. It was reported that the balloon ruptured in the vessel at 12 atms. The patient's artery was described as having mild tortuosity and heavy calcification. The analysis of the returned device found contrast within the balloon, a longitudinal rupture at the proximal shoulder for a length of 28.0mm, and visible scratch marks on the balloon surface. The longitudinal rupture appears to have been initiated from the outside of the balloon, with scratches observed in the vicinity of the rupture. The material was likely weakedn by the mechanical damage , leading to the failure under pressurization. No definitive root cause can be determined for the damage to the balloon; however, mechanical damage of this type can result from manufacturing error, mishandling of the device, and/or interaction with patient anatomy or interaction with accessories (rotating hemostatic valve, guiding catheter). The physician does not report finding any discrepancies with the device during inspection prior to use, and a review of the lot history record revealed no nonconforming material reports. Due to the limited information given in the complaint report, quality engineering was unable to determine a definitive root cause for the damage. The most probable cause is related to the heavy calcification, due to the scratches and the longitudinal rupture on the balloon. Data will be trended for possible future action. This MDR is considered closed by the quality assurance department.